Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings:ink spots were observed on the display. The pump was powered on and the display screen was blank. The pump case was opened and the display was observed to be cracked. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, a tear was observed in the bolus button cover. The bolus button functionality could not be tested due to the damaged display.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (ink spots) issue. It was reported that the display of screen looks cracked and is difficult to read his units of delivery. The damage is to the actual screen, not to the lens covering screen. The issue started 2-3 weeks ago but has gotten worse over weekend. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.